Event description:
It was reported that after a da vinci-assisted gastric bypass (roux-en-y) procedure, a vertical staple line of the gastric pouch came undone after back-up occurred at the jj junction. The vertical staple line was created with a sureform 60 blue reload. Intra-operative bleeding occurred at the horizontal line with another sureform 60 blue reload.